Event description:
Info received indicated the head and knee sections were moving intermittently without any functions being pressed.

Manufacturer narrative:
The hill-rom technician found that the user control module had an electrical short. He replaced the module to resolve the issue.